Event description:
Customer reported no reactivity with a donor segment previously typed as rh+ and ds701b1. Customer stated donor reacted at the weak d phase with a competitor reagent. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.